Manufacturer narrative:
B3: estimated date of event the starclose device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
A tweet was read that was seeking responses to the following question ¿has anyone personally had or directly been involved in the care of a post-close (perclose facilitated closure after the patient has left cath lab/or) infection.¿ the allegation of infection is against the closure devices, proglide and starclose se. No additional information was provided.